Event description:
The customer tested his blood glucose and received a reading of 223 mg/dl using his contour meter. He retested using his elite xl meter and received a reading of 108 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of the suspect test strips while troubleshooting, but the meter was returned for evaluation. A new contour meter kit was sent to the customer.